Event description:
Philips received a complaint by the customer on the v60 indicating that they are unable to make changes screen frozen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer attempted to make selections and confirmed screen not responding. The customer is requesting on-site service for repair. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirmed the reported problem. The fse performed controls test as per the manufacture's specifications. No error codes were found during performance verification test. The fse believes the reported problem was user error that may have caused the issue. No fault found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.